Manufacturer narrative:
Radiographic image review states, an antero-posterior x-ray indicates the presence of an l3-l4 interbody graft, which appears collapsed, while a lateral x-ray shows the l3-l4 interbody graft is expanded, there is collapse with some subsidence at the spacer end plate of l4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the cage collapsed from expansion. There was no plan of revision surgery to explant the cage, procedure/technique performed was transforaminal lumbar interbody fusion at l3-l4. There were no patient symptoms reported. No further complications reported regarding the event.